Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The symptoms of infection were redness and pus oozing from the pocket site and the patient had a fever. Antibiotics was prescribed. It was believed that the infection was procedure related.